Manufacturer narrative:
H6: updated codes to reflect the results of the investigation. Investigation summary pericardial effusion: the cause of the pericardial effusion was not determined due to insufficient clinical details. Placement signal issue: due to the lack of sufficient clinical information provided regarding the patient's conditions, additional devices or imaging, an inconclusive data log review, and no product returned, the cause of the placement signal issue cannot be established.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the aic time, the curves¿especially the ao-ps¿appear to be noticeably incorrect. Per the physician, the patient was hemodynamically stable with 3 ml/h norepinephrine. The norepinephrine has not needed to be increased in recent days. Blood pressure 97/60 mmhg. An echocardiogram was performed and found a small pericardial effusion at the left ventricle without clinical relevance. According to the physician, the impella is in the correct position. An update was provided and stated that the patient was stable all the time, no harm due to the previous issue. The patient was successfully weaned, and the device was explanted. The customer stated that the pump was unfortunately discarded after explanation.